Event description:
It was reported that the t:slim x2 pump battery would not charge properly, with the user needing to hold the cable in place for it to work. There was no adverse impact to the customer¿s blood glucose level. The customer tried different cables and adapters, but the issue persisted, leading to the decision to replace the pump to maintain the customer¿s confidence. The customer initially agreed to a replacement pump, but later indicated it was no longer needed as the replacement cable and adapter charged the pump.